Event description:
It was reported to philips that the system's wired footswitch connector was broken, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the broken connector nut did not prevent the customer from utilizing the system and the procedure was completed as planned. The philips remote service engineer (rse) connected with customer remotely and confirmed that the table footswitch connector was broken. To resolve the reported issue, the fse visited onsite and replaced the table footswitch connector. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.